Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h.6 device evaluation: the device related to the reported events deflation was received on (B)(6) 2025 with lot number 2799658. Based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.